Manufacturer narrative:
G2. Foreign: israel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an ins is experiencing a short recharge interval of 4 to 6 hours. The following settings are programmed: a1: 3+ 4- 5+, 5ma, 450 s, 80 hz and a2: 11+ 12- 13+, 6.5 ma, 600 s, 80 hz. With these settings and an impedance of 1000 ohms the estimated recharge interval for the ins is 2.6 days. This is when the settings and impedances remain the same and the stimulation is used for 24 hours/day. Based on this the neurostimulator needing to recharged more quickly than expected. The recharge interval can be influenced by the following factors: 1) start and end percentage of the neurostimulator, 2) programmed settings, 3) changes in settings by the patient controller, 4) impedance values (i.e. Integrity issue). The patient does not get any error messages on the controller screen and no issues are experienced during the recharge session. The patient indicates that he can always fully recharger the neurostimulator. Because of this it is more likely that the short recharge interval might be related to the n eurostimulator system itself (i.e. Changing the settings with the controller or the system integrity). It is recommended to check the integrity of the system by performing an impedance measurement and check if the patient is regularly increasing the stimulation settings. Additionally, it would be advised to check the start and end percentage of the recharge sessions. The patient is currently in israel and will not be back in ireland until june. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the patient's healthcare provider told the patient that they would recharge every 1 to 2 weeks, so the patient thought that their battery was faulty. The representative explained to the patient that this was not the case and that is was dependent on a few things like settings, electrodes, impedances values, etc. When asked what the recharge interval was with their previous system, the patient reported that it was shorter than with their new ins. The cause of the short recharging interval was not determined, but the patient was basing their information on what the healthcare provider said (which was that they were to have about 1 to 2 weeks between recharging with their new ins). The patient was re-educated. The issue was resolved "as much as it can be."